Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1588rtt acl fibertag® tightrope® implant was received for investigation. Visual inspection of the returned device noted that the suture system was received on the suture card. It was noted that the needle was detached from the suture system. This can be attributed to an internal manufacturing issue addressed by CAPA-00484. Refer to record cross reference. After dismounting the suture from the card, further visual evaluation noted that the end of the needle suture had been cut and was missing the suture tail that attaches to the needle. The most likely cause for this failure can be attributed to user error due to a user modification. It was also noted that there was fraying in the fibertag area of the ar-1588rtt acl fibertag® tightrope. The most likely cause for this failure can be attributed to misuse/mishandling due to the damage observed. Functional testing was not performed due to the damage to the device. Refer to investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture of the device came loose from the end of the needle. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.